Manufacturer narrative:
The device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "screw fixation was inadequate so the plate and screws were removed and proceeded to synthes blade plate."